Event description:
It was reported that, during a bankart repair, a disposable xl 1.8mm q-fix drill guide was inserted percutaneously into the joint. The conventional 1.8mm drill bit was used to prepare the anchor hole in the glenoid. A 1.8mm q-fix knotless all suture anchor was deployed in a routine manner. As the anchor handle was being removed from the drill guide, which stayed in the joint, the transfer suture ruptured approximately 5-10mm from the anchor ball. This rupture made the anchor unusable as the repair suture could not be shuttled through the anchor's internal locking mechanism. The surgeon ended up removing the remaining limbs of the transfer sutures from the anchor. The repair sutures were tied together as part of the bankart repair. There were no voids left. The procedure was resumed, with a non-significant delay, using a conmed y-knot, 1.3mmcompetitor device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.